Manufacturer narrative:
(B)(4): it was reported that patient underwent mesh revision/removal on (B)(6) 2007 due to mesh exposure. No additional information provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to sui. It was reported that patient underwent lso and right parametrial myomectomy on (B)(6) 2012 due to adnexal mass. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 12/6/2018. Details: it was reported that following the procedure the patient experienced bleeding and stress incontinence. No additional information was provided.